Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to a report of early battery depletion. The patient had been lost to follow-up. Interrogation of the device indicated their ICD had reached elective replacement indicator (eri) one year ago and the device was now at end of service (eos). No patient complications have been reported as a result of this event.